Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the system error was a defective processor board. The archive data could not be downloaded due to a defective processor board. The platform and diagnostic service pc briefly communicated, and apvision3 software reported system error 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The processor board was replaced to address the reported system error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message during the device check and suspected a mainboard issue. No patient involvement.